Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). As the device was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified, moderately tortuous left circumflex artery. The apex monorail 15mm x 2.50mm was selected and advanced to treat the target lesion. It was inflated once and ruptured at 10 atm. The procedure was completed with a 2.5 x 5mm non-bsc balloon catheter. No patient complications were reported and the patient's status is good.